Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same (B)(4) facility. The previous complaint evaluation for this serial number ((B)(4)) is: unconfirmed as the failure could not be reproduced. (Reference: MDR number 3006260740-2020-00963). Device not returned for evaluation.

Event description:
The equipment is not showing a good quality in the image.